Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of fluid invasion with no leak was not confirmed. The allegation of b30 (scope communication) error was confirmed. In addition to evaluation in b5. Due to wear of lock engagement lever; up/down knob could not be locked securely. The air/water cylinder had discoloration. Due to deformation of scope connector; water tightness was lost. Due to deformation of electrical connector guide pin; water tightness was lost. Due to a pinhole on channel tube; water tightness was lost. Due to damage to ultrasonic cable; the number of missing elements exceeded the standard value. Due to damage to the acoustic lens; displayed ultrasound image was defective. The acoustic lens had a scratch, the distal end was deformed, the adhesive on bending section cover had a chip, the connecting tube had coating peeling. Due to wear of angle wire; bending angle in down and right direction did not meet the standard value. The channel tube had a scratch.additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced fluid invasion with no leak. And a b30 (scope communication) error. There was no report of patient harm associated with this event. During incoming inspection, there was a gap between the acoustic lens and ultrasound probe. This medwatch is being submitted to capture the reportable malfunction found during evaluation.